Event description:
It was reported that this patient received 3 tachy shocks and was hospitalized for three days in the hospital figuring out why this happened. The patient felt dizzy prior to shocks. A possible atrial lead issue was suspected since this moment as the patient was in rapid atrial arrhythmia when the therapies were delivered. Reportedly, the patient had an infection shortly after his implantable cardioverter defibrillator (ICD) system was implanted and required a wound specialist. Subsequently, a lead revision was being planned for this patient as more issues were found. Technical services (ts) reviewed an ICD consult transmission and noticed no electrograms, which was not common, as there should have been. Isometrics were performed, and irregular impedances were noticed, reaching to a maximum of 2100 ohms for the right ventricular (rv) lead only. No noise in clinic or on stored episodes, however, it was noticed brief noise when checking patient in the emergency room. Ts noticed that this patient has shown out-of-range rv pacing impedance for over a year, and the pacing impedance trending points out to be related to spring contact issue or a lead fracture. Ts indicated that if a revision is performed, this ICD should be replaced and if the lead shows adequate measurements in the pacing system analyzer, it can remain implanted and in service. Further information was received from the sales representative indicating that spring contact issues is being suspected instead of lead fracture, and that there's most likely going to be a system revision, however, is not scheduled yet. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient received 3 tachy shocks and was hospitalized for three days in the hospital figuring out why this happened. The patient felt dizzy prior to shocks. A possible atrial lead issue was suspected since this moment as the patient was in rapid atrial arrhythmia when the therapies were delivered. Reportedly, the patient had an infection shortly after his implantable cardioverter defibrillator (ICD) system was implanted and required a wound specialist. Subsequently, a lead revision was being planned for this patient as more issues were found. Technical services (ts) reviewed an ICD consult transmission and noticed no electrograms, which was not common, as there should have been. Isometrics were performed, and irregular impedances were noticed, reaching to a maximum of 2100 ohms for the right ventricular (rv) lead only. No noise in clinic or on stored episodes, however, it was noticed brief noise when checking patient in the emergency room. Ts noticed that this patient has shown out-of-range rv pacing impedance for over a year, and the pacing impedance trending points out to be related to spring contact issue or a lead fracture. Ts indicated that if a revision is performed, this ICD should be replaced and if the lead shows adequate measurements in the pacing system analyzer, it can remain implanted and in service. Further information was received from the sales representative indicating that spring contact issues is being suspected instead of lead fracture, and that there's most likely going to be a system revision, however, it was not scheduled. This ICD remains in service and no adverse patient effects were reported.